Event description:
It was reported that the patient had her pump refilled earlier on the day of report. On the way home from the refill, the patient began to feel very warm and felt as though she was not as responsive. The patient was a little bit more lethargic and slower than she typically was. At the time of report, the patient was in the emergency room (ER). There she was given narcan, which seemed to help her out a little. The reporter felt that the refill procedure went well. The physician had felt that he was in the reservoir and the residual volume found in the reservoir was as expected, about 7cc. Additionally, there were no programming changes other than updating the reservoir volume. The patient would continue to be monitored and the ER had planned a CT scan to rule out a stroke. The drugs used in this system were baclofen and morphine.

Manufacturer narrative:
Product ID: 8703w, lot# l48813, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy, there was no troubleshooting done and no action was planned.